Event description:
It was reported that they had a huge surgery about 2 weeks ago, and recently their implanted neurostimulator had failed right when they needed it the most for nerve pain while in recovery. Patient mentioned they had put the ins into MRI mode for the surgery, and when they turned the stimulation back on, the controller wasn't acting right and said the implant battery was dead because it had been several days since they last charged. Patient said they noticed the issue probably last sunday or monday (agent felt month/year validity could be used, as they did not just notice the issue yesterday, the 1st of the new year). Patient said the controller would need to be charged before they could finish charging their implanted battery and kept saying the battery was dead and it took forever to charge the implant. Patient said they kept seeing 'battery dead.' Agent understood this was regarding controller, as they needed to recharge the controller again after trying to the charge ins for so long. Patient finally got their ins up to 100% after 5 hours, but the next morning the battery was completely dead when normally they'd only be down to 60%. Patient tried to do it again the next day and the same thing happened, even though they kept seeing good and excellent charge quality. Patient had reset the controller twice, but that didn't resolve the issue. Agent asked, patient said they hadn't changed the groups or programs they were using, nor adjusted intensity settings; patient said they were on group a and stimulation was off; controller was at 60% and ins was at 50%. Agent reviewed stim would have turned off if the ins battery had depleted, so would need to manually be turned back on. Patient inspected the recharger, controller port and battery compartment connection pins - patient noted one pin in the controller port might be 'wonky' but had a hard time seeing clearly. The issue was not resolved. An email was sent to the repair department to replace the controller and recharger. Agent reviewed with patient to follow up with their healthcare provider if the issue persisted with the replacement equipment. Patient said they had their ins for nerve pain. Patient had a urinary diversion surgery and uses a catheter. The recent surgery was to try to fix a stoma in their intestine; the last one didn't work, so they had to have a new stoma made, which has left a hole in their belly. Patient used a super pubic catheter, which is healing, but the wound has opened up and staples had popped out, so they were in a lot of pain and really missed the functionality of the ins. Patient confirmed the ins itself was located on the left side of their back, not in front where the surgery took place. Patient said they were on lots of pain meds.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.